Event description:
The clinical institution received a phone call from pt's local md who reported the pt had developed oral thrush and had had some nausea. He was given treatment for thrush as well as antiemetic (compazine) for nausea. This could have been related to the medrol dosepak. The case was judged as possibly related to the treatment.